Event description:
It was reported that the left ventricular (lv) lead (model 4193) had high thresholds and no capture. The lead was removed. Another lv lead (model 4196) was attempted to be implanted, but due to high impedance and high threshold at multiple sites the lead was not used. The second lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors.